Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During lead placement, no capture was observed. The lead was removed and replaced. The patient was stable and discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.